Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. An internal short was identified on a diode of a circuit on the power logic board. Further testing could not be performed due to the identified failure. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The physical evaluation of the complaint sample by the manufacturer was able to confirm the reported failure mode.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a power logic board for a 2008t machine experienced an out-of-box failure. The biomed stated during follow-up that replacing the power logic board resolved the reported issue. The machine has been returned to service. It was confirmed that there was no patient involvement regarding the reported issue. The power logic board was returned to the manufacturer for a physical evaluation. Upon physical evaluation of the power logic board by the manufacturer, evidence of an internal short on a circuit was identified.